Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "repeatedly fails the upstream occlusion test" was not reproduced due to service event of clean load point 2. A review of the event history log revealed "upstream occlusion" message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined however, ultrasonic sensor required to be replaced as a precautionary measure to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump repeatedly fails the upstream occlusion test during testing in the biomedical service department. There was no patient involvement. No additional information is available.